Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device changeout and during pre-op interrogation, it was found that the lv lead was not capturing in any configuration. Upon fluoro of the system, it was seen that the lv lead was pulled back in the main body of the coronary sinus which is why it wasn¿t capturing. The lead was explanted and replaced without complications. The patient is stable.